Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The steroid ring was distorted. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it appeared that the helix was partially out and the physician rotated the fixation tool counter clockwise prior to final placement of the lead. When the physician tried to extend the helix with the rotation tool the helix would not extend. The lead was removed from the patient and the helix would not extend on the table either. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.